Event description:
Boston scientific received information that this right ventricular (rv) lead was loose in the rv and was unable to sense and pace. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.